Event description:
Additional information was received and reported that the impedance suddenly "jumped" in the week prior to interrogation. The maximum value measured was 2062 ohms and the current average is 937 ohms which was about a 40% increase. 659 ventricular high rate episodes were count. The electrogram (egm) was programmed to atrial egm so noise is not evident. The markers show many very fast events.

Event description:
It was reported that the patient was playing and felt dizzy. It was further reported the patient felt shortness of breath and fatigue. Device interrogation was performed and the right ventricular lead was noted to have high threshold and oversensing in bipolar configuration as well as high impedance and a possible fracture. The lead was changed to bipolar and later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4965-15 lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and indicated oversensing associated with the right ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.